Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) instrument moved with non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support with the tse. The tse instructed to use new instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was not working properly and had non intuitive motion. The technical support engineer (tse) advised the site tried reseating the instrument and sterile adapter, but the issue persisted. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the issue occurred with the surgeon's head inside of the surgeon side console. The issue occurred while the surgeon was trying to manipulate instruments. The surgeon was able to move the instrument, but the movement was non-intuitive. The surgeon's movements scaled appropriately with the instrument. The instrument did not articulate in the way the surgeon intended. The surgeon reported that the wrist of the instrument felt as if it was "catching" when attempting to articulate. The instrument timing was appropriate. There was no shaking or interference. There were no external collisions. The issue was persistent. When the issue occurred, the instrument and sterile adapter were both reseated. The instrument was ultimately replaced. The drape lot number is unavailable. There was no injury to the patient. The instrument was not inspected prior to use. The instrument should be returned for failure analysis. The issue occurred 10-15 minutes into the procedure.